Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of adhesive. Based on the results of the investigation, the definitive root cause of the corrosion on the object lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto nephro videoscope was returned to the service center with a report of air leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, corrosion on objective lens and chip on adhesive rubber was found to be most likely due to degradation problem identified. There was no patient involvement.